Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0020542. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. A review of the device history record was completed for batch# 0020542. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. A review of risk management 150rmn-0001-16 revision 14 indicates that the potential risk of this specific reported incident (syringe, shield does not detach as intended) was captured and addressed.

Event description:
It was reported that a syringe 0.3ml 31ga 6mm halfunit 10bagsla separated from the hub and leaked during use. The following was reported by the initial reporter: "the customer informs that he is unable to remove the needle cover, when force forces the needle out with the cover. Customer also reported that he tried to put the needle back into the syringe but leaked the medicine when applying it."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 31ga 6mm halfunit 10bagsla separated from the hub and leaked during use. The following was reported by the initial reporter: "the customer informs that he is unable to remove the needle cover, when force forces the needle out with the cover. Customer also reported that he tried to put the needle back into the syringe but leaked the medicine when applying it."